Event description:
It was reported that the patient experienced erosion on the left corpora with a spectra penile prosthesis (spp). A revision surgery was performed in which a new spp was implanted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.